Event description:
The customer contact reported that during preventive maintenance testing at the user facility, after the device was powered on, the device alarmed with a whitescreen error. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device initially passed testing; however, a whitescreen error was displayed during further testing. Testing and investigation found the device did not pass the sdram test which may have caused the customer's reported whilescreen error. This is due to the som2 hardware module. This device has been identified as part of a product recall. Customer notification dated (B)(4) 2013. This report represents all the info known by the reporter upon query by hospira personnel.